Manufacturer narrative:
Approximate age of device: 10 months. The report of hemolysis and suspected thrombus can be confirmed based on the evaluation of the returned pump. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to develop in laminated layers, indicating that it was present while the pump was operating. There was also a contact mark on the inlet section of the rotor, which suggests that the deposition was likely surrounding both the inlet bearing cup and ball while the pump was operating. The thrombus appeared to occlude approximately 40 to 50 percent of the blood path through the inlet stator. The partial occlusion could have the potential to contribute to the decrease in flow and power resulting in the reported low flow alarms. The thrombus found on the inlet bearing assembly could have also contributed to the reported elevation in the ldh levels. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 due to elevated lactate dehydrogenase (ldh) levels and a sub-therapeutic international normalized ratio. Patient was discharged and re-admitted on (B)(6) 2015 due to abdominal pain. Patient was diagnosed with a ruptured ovarian cyst. Ldh was noted to be elevated again and the patient was forgetful with taking medications. During this admission, the patient had 2 low flow alarms and a ramp study was performed which was positive for suspected thrombus. The patient subsequently received a pump exchange.